Event description:
Customer called to report that their precision xtra blood glucose meter would not power on after dropping it. They were not able to obtain a glucose result anytime after this incident. As a result, the customer was not able to determine a proper dosage of insulin. Customer reported experiencing headaches and blurred vision. They went to a health care facility where they were diagnosed with diabetic ketoacidosis. Insulin was administered in order to stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.